Event description:
It was reported that the customer passed away due to a heart attack, acute renal failure and diabetes. The customer had not been wearing the insulin pump for 54 days prior to her death. It was removed upon admission to her hospital. The daughter declined to return the insulin pump at this time as she did not know where it was. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.